Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Correspondence was sent to the co-author requesting additional information, with no reply as of the time of this report. Ten (10) model 6947 leads were referenced in the article with "failures." If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: liu j, patel d, rattan r, et al. Failure-free survival of the durata defibrillator lead. Europace. July 1 2013;15(7):1002-1006. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: oversensing/noise, shocks and pacing impedance changes. The status of the lead is unknown. No further patient complications have been reported as a result of this event.